Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If the instrument is returned for evaluation, a follow-up MDR will be submitted.

Event description:
It was reported that during a da vinci si myomectomy procedure, a piece of the permanent cautery hook instrument fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.